Manufacturer narrative:
Additional information: the returned drill guide was evaluated. The drill bit was found to be have broken off and become stuck within one of the guide barrels. The root cause was likely attributed to the application angle of the drill while preparing the screw hole. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00098.

Event description:
It was reported that tip of a drill broke off and became wedged inside a drill guide during surgery. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report one of two for this event.